Manufacturer narrative:
D9: date returned to mfg: 12/27/2023. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal degraded and a crack on the top right corner of the rear case. Event history log was reviewed and functional testing was able to replicate the reported issue; alarm error 1260 occurred after turning the pump on. The root cause was determined to be a defective main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. G4, d4: UDI unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 1260 and the preventive maintenance is due. There was unknown patient involvement.